Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented in the hospital after frequent vt/vf events. Device had reached eol. Device was explanted and replaced. Patient was well.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. "Not returned to manufacturer" box should not have been checked; (B)(4).